Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual conditions and with two cartridges reloads present. The reload (b) had the proximal 17 drivers up without staples, and the remaining drivers down with staples present. The reload (c) had the proximal 14 drivers up without staples, and the remaining drivers down with staples present. The returned cartridges reloads have the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastroplasty procedure, the stapler presented locking, was exchanged the reload and again did not staple. Another like device and reloads were used to complete the procedure. There were no adverse consequences for the patient.